Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in a 34-year-old female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nicotine dependence, dizzy spells and obesity. Previously administered products included for an unreported indication: ortho-tri-cyclen from (B)(6)2013 to (B)(6)2013, prenatal vitamins from (B)(6)2012 to (B)(6)2013, promethazine from (B)(6)2012 to (B)(6)2012 and birth control pills. Concurrent conditions included cramp in lower abdomen, dyspnea, smoker, sinus tachycardia, dizzy spells, palpitations, uterine bleeding, non-sustained ventricular tachycardia, giddiness, perineal pain, abdominal pain, hematuria, polymenorrhoea, squamous cell carcinoma, carcinoma in situ of cervix, peritoneal adhesions, hsil, cyst of ovary and fibromyalgia. Concomitant products included ivabradine hydrochloride (corlanor) from (B)(6)2016 to (B)(6)2016 for sinus tachycardia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6)2013 to (B)(6)2013, ibuprofen, ibuprofen (motrin), naproxen (motrin), nsaids since (B)(6)2013, paracetamol (acetaminophen) since (B)(6)2013 and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:mental anguish"). The patient was treated with fluoxetine, lorazepam and surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: in current documents reported as per pfs date of removal (B)(6)2018 & as per mr (B)(6)2018. Discrepancy: in previously plaintiff performed essure confirmation test, now it is reported plaintiff did not undergo any confirmation test. The right cornua had 3 visible coils and the left cornua had 4 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6)2018: diagnosis: carcinoma in situ of cervix, unspecified pelvic and perineal pain other chronic pain excessive and frequent menstruation with regular cycle peritoneal adhesions (post-procedural) (post-infection) benign essential microscopic hematuria.. Pregnancy test urine - on (B)(6)2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain, fibromyalgia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area/pelvic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nicotine dependence, dizzy spells and obesity. Previously administered products included for an unreported indication: ortho-tri-cyclen from (B)(6) 2013, prenatal vitamins from (B)(6) 2012 to (B)(6) 2013, promethazine from (B)(6) 2012 and birth control pills. Concurrent conditions included cramp in lower abdomen, dyspnea, smoker, sinus tachycardia, dizzy spells, palpitations, uterine bleeding, non-sustained ventricular tachycardia, giddiness, perineal pain, abdominal pain, hematuria, polymenorrhoea, squamous cell carcinoma, carcinoma in situ of cervix, peritoneal adhesions, hsil, cyst of ovary and fibromyalgia. Concomitant products included ivabradine hydrochloride (corlanor) from (B)(6) 2016 for sinus tachycardia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2013, ibuprofen, ibuprofen (motrin), naproxen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with fluoxetine, lorazepam and surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: in current documents reported as per pfs date of removal (B)(6) 2018 & as per mr (B)(6) 2018 . Discrepancy: in previously plaintiff performed essure confirmation test, now it is reported plaintiff did not undergo any confirmation test. The right cornua had 3 visible coils and the left cornua had 4 visible coils. A successful placement occurred bilaterally. Plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), bleeding: general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2018: diagnosis: carcinoma in situ of cervix, unspecified pelvic and perineal pain. Other chronic pain. Excessive and frequent menstruation with regular cycle peritoneal adhesions (post-procedural) (post-infection) benign essential microscopic hematuria.. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain, fibromyalgia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain, general abnormal bleeding were added, outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding: general abnormal bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in a (B)(6) year-old female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nicotine dependence, light-headed and obesity. Previously administered products included for an unreported indication: ortho-tri-cyclen from (B)(6) 2013 to (B)(6) 2013, prenatal vitamins from (B)(6) 2012 to (B)(6) 2013, promethazine from (B)(6) 2012 to (B)(6) 2012 and birth control pills. Concurrent conditions included cramp in lower abdomen, dyspnea, smoker, sinus tachycardia, dizziness, palpitations, uterine bleeding, non-sustained ventricular tachycardia, giddiness, perineal pain, abdominal pain, hematuria, polymenorrhoea, squamous cell carcinoma, carcinoma in situ of cervix, peritoneal adhesions, hsil, cyst of ovary and fibromyalgia. Concomitant products included ivabradine hydrochloride (corlanor) from (B)(6) 2016 to (B)(6) 2016 for sinus tachycardia as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2013 to (B)(6) 2013, ibuprofen, ibuprofen (motrin), naproxen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:mental anguish"). The patient was treated with fluoxetine, lorazepam and surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: in current documents reported as per pfs date of removal (B)(6) 2018 & as per mr 18-jun-2018. Discrepancy: in previously plaintiff performed essure confirmation test, now it is reported plaintiff did not undergo any confirmation test. The right cornua had 3 visible coils and the left cornua had 4 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: carcinoma in situ of cervix, unspecified pelvic and perineal pain. Other chronic pain. Excessive and frequent menstruation with regular cycle. Peritoneal adhesions (post-procedural) (post-infection) benign essential microscopic hematuria. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain, fibromyalgia, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping) were added. Concomitant conditions, concomitant and treatment drugs were added. Lab data, reporter¿s information, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.